Event description:
The customer reported that the system locked up and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors on the memory card rack. The system operates as intended.